Event description:
The lead was explanted due to noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received as received, the lead was returned in two pieces and was physically damaged. Analysis noted abrasions at 13cm and 17.5cm from connector pin, consistent with that caused by friction with the ICD can. The etfe insulation of the proximal cable was also damage at approximately 17.5 cm from connector, which could have caused the reported noise.